Event description:
Customer reported receiving a "replace sensor" message on the same day of the adc freestyle libre sensor insertion. On (B)(6) 2019, customer reported he experienced unspecified symptoms of hypoglycemia and was treated with a glucagon injection by his sister and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the same day of the adc freestyle libre sensor insertion. On (B)(6) 2019, customer reported he experienced unspecified symptoms of hypoglycemia and was treated with a glucagon injection by his sister and no further treatment was required. There was no report of death or permanent impairment associated with this event.